Event description:
The patient felt stimulation in the wrong area. He felt back pain with radiations to his right leg. Stimulation therapy was felt more on the left body side. The spinal cord stimulation system was "adjusted", the extension and implantable neurostimulator were replaced. The patient recovered without sequela. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4).